Event description:
It was reported that ¿my pump still burn also when I get a refill¿. It was also reported ¿they are doing an ultra sound on my pump¿; I have a ¿tear in my back where the anchor is with fluid¿. The patient also had a neck problem; a CT was used, but the patient didn¿t know the name of it. They wanted to move the anchor. The pump was delivering fentanyl and the patient didn¿t like it. During her trial, morphine was used. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).